Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that after using a few minutes, the tube started leaking and it was noticed while using on the patient. No patient injury reported.

Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. One used sample was received at the manufacturing site for evaluation. During functional evaluation it was found that the sample was leaking at the connection between cross spike and tubing line. This complaint will be confirmed as manufacturing related. As part of continuous improvements, a corrective action has been opened which includes assembly process changes and retraining of manufacturing personnel. These actions are designed to prevent the reoccurrence of the reported defective condition. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.